Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; seroma.

Event description:
Patient reported experiencing the events of ¿problems with the immune systems that has been experiencing for several years", ¿persistent stabbing pain in the breast¿, and ¿scared when heard that implant can cause cancer¿. Update: medical report states: capsular contracture baker grade IV and hemorrhagic seroma. The device has been removed.